Event description:
During preventative maintenance of the device at the service center, the user reported that the arterial monitor temperature display would illuminate at start up, then goes blank afterward. Since the event occurred during preventative maintenance, there was no patient involvement during this event.